Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient had pain shortly after implantation. After the first revision surgery the pain hasn`t stopped, so another surgery was performed to remove the asnis screw, which is broken.